Event description:
An attempt was made to use an nc euphora balloon catheter to treat a non-tortuous, mildly calcified lesion in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that deflation difficulties were encountered. It was detailed that the device would not deflate at the lesion site and there was difficulty removing the balloon. A non-medtronic 6f jr4.0 guide catheter was used to remove the balloon catheter. However, difficulty was experienced moving the balloon through the guide catheter. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Correction: improper or incorrect procedure or method was inadvertently reported on in regulatory report: (B)(4). However the device was not inflated above rated burst pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: two images were provided for review. The first image shows the balloon exiting a non-mdt guide catheter. The balloon appears bunched and it appears to have burst and appears to have a longitudinal tear. The second image also shows the balloon exiting a non-mdt guide catheter. Again the balloon appears bunched however the burst/tear is not visible in this image. It is not possible to confirm the reported failure modes from the images. Additional information: it was not difficult to remove the protective sheath or packaging stylette. A 1:1 concentration of contrast and saline was used. The guidewire was examined and flushed before use with no issues noted. Inflation difficulties were not encountered when applying an inflation pressure of 20 atm. The balloon was not used to pre-dilate the lesion but to post dilate a 5.0x26mm resolute onyx stent with no issues noted. Deflation difficulties were not noted after the first inflation or after the subsequent inflation of the balloon. It was detailed that the balloon was inflated and deflated multiple times. The specific number of inflations cannot be provided. It was noticed that there was a potentially rewrap difficulties when trying to remove the balloon from guide catheter. The device was not moved or repositioned while inflated. It was suggested that the balloon did not fail to deflate but failed to rewrap, leading to inability of removing from the guide catheter after post dilation. The potential rewrap difficulties was suggested based on observation as there were no difficulties noted with balloon inflation or deflation during the procedure. Yet an inability to remove balloon through guide catheter was encountered until the end. The balloon was not able to be removed from the guide catheter however was removed from the patient's body along with the guide catheter. It was later reported that the balloon was firstly expanded to 12 atm (nominal pressure), then progressively to 16 and 18, and finally 20 atm. Balloon was not inflated after 20 atm. The balloon was not attempted to burst to facilitate removal. There was no injury to the patient as a result of the event. Note: account was not aware of balloon burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis updated: the device returned loaded in a non-mdt guide catheter and with a non-mdt y-adaptor. A kink was evident on the hypo-tube. The distal shaft was twisted. The balloon folds were expanded, bunched and with contrast visible. Deformation was evident to the distal tip. The balloon was inflated to rpb of 20 atm and maintained pressure, and deflation testing was completed without issue, with the twist on the distal shaft having no impact on the inflation/deflation test. Initially, it was not possible to draw the deflated balloon back into the lumen of the guide catheter, however the devices were placed in a water bath to disperse any dried blood that may be present in the guide catheter, and it was then possible to remove the nc euphora device from the guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned loaded in a non-mdt guide catheter and with a non-mdt y-adaptor. A kink was evident on the hypotube. The distal shaft was twisted. The balloon folds were expanded, bunched and with contrast visible. Deformation was evident to the distal tip. The balloon was inflated to rpb of 20atm and maintained pressure, and deflation testing was completed without issue, with the twist on the distal shaft having no impact on the inflation/deflation test. However, it was not possible to draw the deflated balloon back into the lumen of the guide catheter. Still image review updated based on analysis findings. Two image were provided for review. The first image shows the balloon exiting a non-mdt guide catheter. The balloon appears bunched..the second image also shows the balloon exiting a non-mdt guide catheter. Again the balloon appears bunched. It is not possible to confirm the reported failure modes from the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.